Manufacturer narrative:
The device was not returned for evaluation and there is no evidence to suggest there was a device malfunction. A review of manufacturing records confirmed the device met specifications prior to shipment.

Event description:
The lariat was being used to ligate the left atrial appendage. A small effusion developed after multiple attempts to capture the laa. A drain was immediately and successfully placed to manage the effusion. Another attempt was made to capture and ligate the laa to resolve the effusion, but this was unsuccessful. The patient was then sent to surgery where the bleeding was resolved by suturing the laa. He noted that the laa was adhered inferiorly to the myocardium and anteriorly to the pulmonary artery. Per the physician the patient is at home and doing well.